Event description:
The physician attempted a right femoral approach for filter implantation. Upon advancing the filter through the introducer, the physician met resistance at the iliocaval junction. The pt had a very sharp angle at this junction. The entire system was then removed and a second vena cava filter was successfully placed. The pt remains stable and has suffered no adverse effects from the procedure.